Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found recharge antenna failure - no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that caller reports that pt has trouble recharging her controller, that it only goes up to 50% and she can't recharge her implant beyond 30%. Rep also mentioned that pt states the recharger gets too hot with recharging. Technical services recommend that pt calls pats for further troubleshooting. It sounds like the rtm may need replacement or the recharge speed needs to be changed. Controller battery may need replacement as well. Cause was reported to be unknown; patient instructed to charge every night. Patient was instructed to call patient services to troubleshoot and obtain new equipment. Additional information received from the patient. Pt said that since after her l5/s1 surgery on (B)(6)2020 patient reported it is taking her about 2 hours to charge her ins (compared to an hour). Pt said that it takes a long time for her controller to find her ins and often she gives up and doesn't charge her ins. Pt said that in the past week the relay box on her rtm is getting hot. Patient services (pss) emailed repair to send the pt a new rtm. Pt verified that her surgery was not related to her mdt device. Pt said that her headaches are bad "very bad" b/c she is having a difficult time charging her ins and therefore she isn't able to use her scs to relieve her headaches.